Event description:
It was reported that there was an alert on the device and the patient was seen in the emergency room. Pocket manipulation resulted in variable right ventricular (rv) lead impedances, high undefined pacing impedance values, intermittent capture and loss of capture. An x-ray showed that the rv lead appeared to be not fully seated in the header. A procedure was then performed and the pocket was opened. A tug test resulted in the rv lead pulling free of the header. The lead was evaluated with the analyzer and tested within normal limits. The rv lead was re-inserted into the header and the setscrew was tightened. A tug test was performed and the lead was fully seated. A check of the lead indicated that it was performing within normal limits. The physician was satisfied that the cause of the lead issue was the lead not being fully seated at original implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.